Event description:
It was reported that during a coronary stenting procedure, a stent dislodgement occurred. The lesion was located in the highly calcified superior mesenteric artery (sma). A guide wire was engaged in the vessel, and the 6.0x20x75 cm express biliary ld stent delivery system (sds) was advanced to the lesion. While the physician attempted to reposition the sds, the stent dislodged from the balloon. Therefore, a 0.018" guide wire was inserted through the undeployed stent and a sterling balloon catheter was advanced to the stent and inflated. Then, a 0.035" wire was advanced, and an ultra thin diamond balloon was used to further dilate the stent. The procedure was completed with this the stent. The procedure was completed with this device. No further pt injuries or complications were reported. Pt status is listed as "stable."

Manufacturer narrative:
The complainant indicated that the device has been disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.